Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that he patient's ipg is communicating, due to being involved in an car accident. As a result, the patient plans to undergo surgical intervention at a later date.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.